Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that alarm om insulin pump not ringing nor vibrating. It was stated that there were constant alarms for no reason and would make noise at random during night that were not alarm. It was stated that the sensor does not connect to insulin pump and constantly having to return sensors to be replaced. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.